Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein post motor vehicle collision. Patient alleges vena cava perforation. Patient further alleges to have experienced, "wrist, back sacrum pain, legs ache badly, and unable to get out of bed." Per lumbar CT, dated (B)(6) 2014, "the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is not tilted. The anterior most portion of the ivc and ivc filter are not included on the examination. All the visualized struts of the ivc filter perforate the ivc up to 12 mm. One (1) lateral, one (1) medial and one (1) posterior strut perforates the ivc wall and reside within the surrounding soft tissues."

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on wo for device (igtcfs-65-fem) lot# 1906757.no other complaints on lot. The following allegations have been investigated: vc perforation, pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "unspecified injury" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product category and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
Patient is alleging vena cava and organ perforation. Patient further alleges " patient further alleges "wrist, back, sacrum pain; legs ache badly and can't get out of bed." "Everything is limited; can't walk more than a quarter of a mile without having to stop to rest," anxiety, chronic depression, chronic pain, chronic sleep disorder". Reportedly, the filter was successfully retrieved via the percutaneous route on 26jun2019. Per retrieval report, "no significant thrombus identified within the inferior vena cava filter on initial contrast cavography." "Uncomplicated retrieval of intact gunther tulip inferior vena cava filter." "No evidence of contrast extravasation on post retrieval inferior venacavography."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava perforation, anxiety, depression, pain, sleep disorder, and limited mobility. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, depression, pain, sleep disorder, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.